Manufacturer narrative:
Patient information was unavailable from the site. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred post-operatively and caused no delay to the surgery. It was reported that the image could be received when transferring the stitch image to electronic picture archiving and communication systems (pacs), but the image had a strong halation. Additionally, an attempt had been mad to adjust the window level on a workstation or terminal, but adjustment was impossible. No improvement was found when this issue was reported. The physician commented that the previous version of the software had the problem of dose report, and the problem was said to be resolved by upgrading to 4.1.0, but the screen became white when transferring the stitch image to pacs in this case. In addition, the issue was not resolved by window level adjustments. The procedure was completed with the continuous use of the imaging device. There was no impact on patient outcome.